Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample appears typical. The staples appeared properly aligned in the device. The stapler was received with 35 staples left in the device. Functional inspection was performed by attempting to fire staples from the device. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release from the device. These actions were repeated for the next 4 staples with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All 30 remaining staples were able to properly fire and close into the skin pad. All staples were fired from the device with no difficulty. No defects or anomalies were observed. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as there were no functional issues found with the returned device. The stapler was able to properly fire all remaining staples. The reported complaint of "misfire/jamming - staples not firing" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. No defects or anomalies were observed with the sample. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler.

Event description:
The staple was found jamming during function testing.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73b1900765 did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The staple was found jamming during function testing.